Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 105 alarm occurred at the end of therapy on the homechoice. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The home patient (hp) stated they had drained out the minimum drain volume on the first four cycles and the fifth cycles everything drained out. The ultrafiltration (uf) for the fifth cycle equaled 2034ml. The hp stated they would end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.